Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, after the balloon was drained and checked if there was bubble of air. It was reported that the balloon cannot be pulled out through the scope and they eventually had to cut it as it was not able to deflate. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.